Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Additional 510k code: k822723.

Event description:
It was reported that after catheter insertion during use in patient, this swan-ganz pacing catheter did not pace from the beginning of procedure. There was no allegation of patient injury.